Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that he had had a packaging issue ¿ test strips were missing from his onetouch ultra mini testing kit. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged missing product issue occurred in the ¿(B)(6) 2015, 04:37pm¿. The patient manages his diabetes with a combination of diabetes medications including insulin and on ¿(B)(6) 2015, 04:45pm¿ reported taking some chocolate as a result of the alleged missing product. The patient reported that ¿10-15 minutes¿ after the alleged issue began he developed the symptoms of ¿sweating¿. The patient denied receiving any treatment. At the time of troubleshooting, when cca educated the patient on the correct contents that come with the kit, the patient confirmed there were was no missing product. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.